Event description:
It was reported by the customer's mother that he had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer had been experiencing stomach pain in the early morning of that day. Blood glucose level was over 400 mg/dl at time of hospitalization. Customer was treated with manual insulin injections and removed from the insulin pump for two days to allow his blood sugar levels to come down. Customer was placed back onto insulin pump before being released by the hospital. Attempted to troubleshoot but the customer's mother did not have the device available at time of reporting because she was at work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.